Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the starclose se device via a 7f sheath after an arteriogram, atherectomy, and angioplasty interventional procedure of the left leg . It was reported that when the sheath splitter (thumb advancer) was advanced the sheath bowed and came out of the groin. The sheath of the starclose se device did not split completely. The clip was not deployed. Pressure was held in the groin for 20 minutes (manual arterial compression) to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.